Event description:
The physician reported the following info: activated the shuttle to insert the plug/sealant, when I tried to retract the shuttle the shuttle would not retract, it had tremendous friction. The device was removed and manual pressure was applied for approx 10 minutes. There was no pt injury. The pt was kept for an add'l 3 hours due to the mynx but was not hospitalized.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was covering the proximal balloon bond and the advancer tube was engaged to the proximal tamp lock. Both the shuttle cartridge and introducer sheath moved freely on the catheter shaft. The condition of the returned device indicated that the device may have been manipulated from the time of occurrence. The catheter, shuttle cartridge adn advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1330801) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.